Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was noted that the right atrial (ra) lead exhibited episodes of over-sensed noise. The lead was reprogrammed. The patient was in stable condition and will be further monitored.